Manufacturer narrative:
(B)(4). The clearlink set was returned for evaluation and the separated control-a-flo was confirmed by visual inspection. The evaluation determined that the proximal clearlink y-site appeared to be accessed and the distal clearlink had not been accessed. The unit label cautions that administer bolus injection below regulator only, occlude tubing regulator an injection site. The proximal clearlink-ysite was accessed contrary to the caution on the unit label. The root cause of the reported condition was misuse. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse (rn) reported to baxter that on a day in (B)(6) 2011, a patient event of blood loss occurred while using the clearlink device in the pain clinic for an outpatient procedure. An infusion of fentanyl and versed was initiated by an rn. The rn briefly stepped away, and when she returned, the incident of blood loss (<100cc) had occurred. The control-a-flo portion of the device was found broken, noting that the blue and white portions had completely separated. The patient did not receive the entire prescribed infusion causing discomfort during the scheduled procedure. Medical intervention administered was not reported.

Manufacturer narrative:
(B)(4) - the device reported is available and has been requested from the customer to be returned for evaluation. A follow-up report will be submitted upon the completion of baxter's investigation, or if additional information should become available.